Manufacturer narrative:
Unit received with motion sensor test failure alarm during rewind problem isolated to the mother board. No motor error alarm noted. Motor passed motor test. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.